Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that the alleged event was caused by product failure. As soon as additional information becomes available and / or the device(s) have been returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that patient underwent revision due to constant pain in the joint since initial surgery. During revision, large lesions of the soft tissue have been detected. There was black smudge in the tissue. The retrievals will be provided for evaluation.